Event description:
During case, the left monitor began to get lighter and lighter. Eventually, the system locked up with a communications failure. System was rebooted and case continued. There was no patient injury involved with this case.

Manufacturer narrative:
During check out, system failed to boot. Replaced hard drive, gpos and gib, reloaded software and flashed and loaded nodes. System operation verified. System operational at this time.